Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eight months after the implant of this transcatheter bioprosthetic valve, the patient was treated with diuretics for fluid overload and acute congestive heart failure. A decrease in ejection fraction was also reported (from 45% to 25% in the past 4 months). Nine months after the implant, a balloon aortic valvuloplasty (bav) was performed due to severe paravalvular leak (pvl). Per the physician, the pvl was either due to the low implant position or due to under sizing due to a positioning error. The device remains implanted. No further adverse patient effects were reported.